Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Mfg report# 3013756811-2019-29775 follow up #1: (B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was unresponsive. Pump display activated when plugged into a power source. Customer had just opened his pump for the first time and had not started insulin therapy; therefore, there was no adverse impact. Reportedly, the customer reverted to an alternate pump for insulin therapy.